Manufacturer narrative:
Reported event of difficult to cut. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii round stiff snare was used in the large intestine during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the device had difficulty cutting. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.